Event description:
A customer observed negatively biased theo results from on-analyzer dilution of a cap proficiency fluid tested on the vitros 250 chemistry system when compared to manual dilution results. No pt results were affected. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.